Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege that postoperatively, the patient suffered pain, stiffness, discomfort, and weakness which in turn negatively affects his mobility and quality of life. Patient was injured by excessive levels of chromium and cobalt in his blood and suffers from anxiety about the implant and the toxicity of the metal in his body. Doi: (B)(6) 2009 dor: none reported (right hip); dob: (B)(6); patient is a resident of (B)(6). Update 16 feb 2015 - der rcvd - added dor, surgeon and sales rep details, patient height, weight and dob. Added all products.